Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction") and swelling ("swelling"). The patient was treated with surgery (total hysterectomy + double adnexectomy by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity and swelling outcome was unknown. The reporter considered hypersensitivity, pelvic pain and swelling to be related to essure. The reporter commented: that since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2018: essure devices, allergy to nickel sulphate, abdominal pain and general pruritus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and multigravida (2 gestations). 0 abortions; menarche 12 years. Previously administered products included: antifungals for systemic use for allergy. As concurrent condition the report mentioned hyperthyroidism (no longer treated). The only concomitant product mentioned was contraceptives since (B)(6) 2011. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2018, 4655 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2018 she experienced hypersensitivity ("allergic reaction/allergy to nickel sulfate"). Essure was removed on (B)(6) 2019. An unknown time later she experienced swelling ("swelling"). The patient was treated with surgery (total hysterectomy + double adnexectomy by laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered hypersensitivity, pelvic pain and swelling to be related to essure administration. The reporter commented: that since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. On follow up of 09-mar-2023: as per medical records: on (B)(6) 2006, successful placement: yes. Number of turns right tube: 5, left tube: 4. Reported no discomfort, but spotting for 2-3 days, and satisfaction was 9. (B)(6) 2015: patient requests consultation with gynecology, through her family doctor, for "symptomatic menopause with hot flashes, nervousness. No vaginal spotting ". (B)(6) 2015: patient goes to the gynecology consultation. The anamnesis shows that the patient reported intense menopausal symptoms: hot flashes, insomnia and mood swings. Treatment option with hormone replacement therapy (hrt) was offered. (B)(6) 2018: reason for consultation: patient with essure who is afraid of side effects and wants to consult and remove said device. With the diagnosis of "allergy to nickel sulfate. Abdominal pain and generalized pruritus" she was included on the waiting list for ht+da (hysterectomy + double adnexectomy) surgery. Informed consent is given. Removal details: anamnesis: 54-year-old patient underwent total hysterectomy + double adnexectomy by laparoscopy on (B)(6) 2019 for removal of essures with normal postoperative period. Comes for check-up. Asymptomatic. Good pain control. Sparse occasional spotting. She referred pain in the right hypochondrium 20 days after surgery that subsided with analgesia. She went to the general emergency room where x-rays of the thorax and abdomen were taken, revealing abundant gas. Assessed for surgery without objectifying urgent surgical pathology. Tv ultrasound: no masses or abscesses are visualized. Pathology: hysterectomy specimen with double adnexectomy. -presence of 2 essure intratubal devices (proximal third) that are duly delivered to the person identified as a relative (husband) of the patient. - uterine tubes with slight fibrosis-type changes and luminal diminution. - ovaries with involutional changes. -atrophic endometrium. - focal calcification in arteriosclerotic plaques in medium-sized arteries. - there are no signs of malignancy. Surgical technique: total hysterectomy plus double adnexectomy by laparoscopy. At the patient's request, an abdominal and pelvic x-ray was performed, verifying the absence of essure devices after surgery. Postoperative period within normality. Considerations on the case: conclusions. At the time of essure device insertion, there was no suspicion of possible nickel sensitization. Device insertion in (B)(6) 2006 was uneventful. The patient went to the gynecology consultation from the family orientation consultation, requesting this method. No additional tests were required prior to insertion. Here is an informed consent document signed by the patient. Regarding the symptoms and their possible relationship with the device: there was no record of any gynecological symptoms until the consultation in (B)(6) 2015, 9 years after its insertion, and in relation to a pathology (symptomatic menopause) not attributable to the device. Abdominal pain is a possible complication of the devices, but it has a very low frequency (0.02%). In this case, there are factors that cast doubt on the direct causal relationship between pelvic pain and the devices: the control carried out at 3 months expresses a very good tolerance with a very high degree of satisfaction (9/10) on the part of the patient. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on 18-dec-2018: positive allergy tests to nickel sulfate. Right device with 3 intracavitary rings. Left device without intracavitary rings. Tubal ostium: right visible, left visible. Diagnosis: essure devices. Allergy to nickel sulfate, abdominal pain and generalized pruritus. [Hysteroscopy] on (B)(6) 2006: essure well inserted.; on (B)(6) 2018: "right device with 3 intracavitary rings. Left device without intracavitary rings [ultrasound scan] on 08-oct-2018: essures in areas of the uterine horns and adnexa without findings [x-ray] on (B)(6) 2006: check-up. X-ray: yes, normal.; on (B)(6) 2019: absence of essure devices after surgery quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: laywer and health care professional added as reported. Date of birth added, essure indication, "allergic reaction" as reported event updated. Contraceptives added as concomitant mendications. Lab data updated, reporter causality commennt updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, parity 2 and multigravida (2 gestations). 0 abortions; menarche 12 years. Previously administered products included: antifungals for systemic use for allergy. As concurrent condition the report mentioned hyperthyroidism (no longer treated). Concomitant products included oral contraceptive nos since (B)(6) 2011, etoricoxib, loperamide, meloxicam, dexketoprofen, ezetimibe, cefixime, azithromycin, ibuprofen, cyproterone, amoxicillin, zitromax (azithromycin), fluidasa [acetylcysteine] and artific (hypromellose). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2018, 4655 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2018 she experienced allergy to metals ("allergic reaction/allergy to nickel sulfate"). Essure was removed on (B)(6) 2019. An unknown time later she experienced groin pain ("inguinal pain"), back pain ("lower back pain"), tension headache ("tension headaches"), swelling ("swelling"), odynophagia ("odynophagia"), bronchitis ("bronchitis"), pharyngitis ("chronic pharyngitis"), aerophagia ("aerophagia"), sinusitis ("sinusitis"), pain in extremity ("hand pain"), kyphosis ("kyphosis"), hypercholesterolaemia ("hypercholesterolaemia"), gastroenteritis ("gastroenteritis"), nasal congestion ("nasal congestion"), skin lesion ("skin lesion"), haematoma ("haematoma"), thermal burn ("burn on arm"), migraine ("migraine"), rhinitis allergic ("allergic rhinitis"), periodontitis ("periodontitis"), dysuria ("dysuria "), tendonitis ("wrist tendinitis"), myalgia ("muscular pain"), palpitations ("palpitations"), poor quality sleep ("she cannot sleep well"), asthenia ("suffering asthenia for a few months.") And galactorrhoea ("galactorrhoea") and underwent tooth extraction ("tooth extraction"). The patient was treated with surgery (total hysterectomy and double adnexectomy by laparoscopy). At the time of the report, the outcomes for pelvic pain, allergy to metals, groin pain, back pain, tension headache, swelling, odynophagia, bronchitis, pharyngitis, aerophagia, sinusitis, pain in extremity, kyphosis, hypercholesterolaemia, gastroenteritis, haematoma, thermal burn, migraine, rhinitis allergic, periodontitis, dysuria, tooth extraction, tendonitis, myalgia, palpitations, poor quality sleep and asthenia were unknown. The reporter considered aerophagia, allergy to metals, asthenia, back pain, bronchitis, dysuria, galactorrhoea, gastroenteritis, groin pain, haematoma, hypercholesterolaemia, kyphosis, migraine, myalgia, nasal congestion, odynophagia, pain in extremity, palpitations, pelvic pain, periodontitis, pharyngitis, poor quality sleep, rhinitis allergic, sinusitis, skin lesion, swelling, tendonitis, tension headache, thermal burn and tooth extraction to be related to essure administration. The reporter commented: since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. On fu of (B)(6) 2023 - as per medical records: on (B)(6) 2006, successful placement: yes. Number of turns right tube: 5, left tube: 4. Reported no discomfort, but spotting for 2-3 days, and satisfaction was 9. (B)(6) 2015: patient requests consultation with gynecology, through her family doctor, for "symptomatic menopause with hot flashes, nervousness. No vaginal spotting ". (B)(6) 2015: patient goes to the gynecology consultation. The anamnesis shows that the patient reported intense menopausal symptoms: hot flashes, insomnia and mood swings. Treatment option with hormone replacement therapy (hrt) was offered. (B)(6) 2018: reason for consultation: patient with essure who is afraid of side effects and wants to consult and remove said device. With the diagnosis of "allergy to nickel sulfate. Abdominal pain and generalized pruritus" she was included on the waiting list for ht+da (hysterectomy + double adnexectomy) surgery. Informed consent is given. Removal details: anamnesis: 54-year-old patient underwent total hysterectomy + double adnexectomy by laparoscopy on (B)(6) 2019 for removal of essures with normal postoperative period. Comes for check-up. Asymptomatic. Good pain control. Sparse occasional spotting. She referred pain in the right hypochondrium 20 days after surgery that subsided with analgesia. She went to the general emergency room where x-rays of the thorax and abdomen were taken, revealing abundant gas. Assessed for surgery without objectifying urgent surgical pathology. Tv ultrasound: no masses or abscesses are visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.877 kg/sqm. [Allergy test] on (B)(6) 2018: positive allergy tests to nickel sulfate. Right device with 3 intracavitary rings. Left device without intracavitary rings. Tubal ostium: right visible, left visible. Diagnosis: essure devices. Allergy to nickel sulfate, abdominal pain and generalized pruritus [hysteroscopy] on (B)(6) 2006: essure well inserted; on (B)(6) 2018: right device with 3 intracavitary rings. Left device without intracavitary rings [pathology test] on (B)(6) 2019: pathology: hysterectomy specimen with double adnexectomy. Presence of 2 essure intratubal devices (proximal third) that are duly delivered to the person identified as a relative (husband) of the patient. Uterine tubes with slight fibrosis-type changes and luminal diminution. Ovaries with involutional changes. Atrophic endometrium. Focal calcification in arteriosclerotic plaques in medium-sized arteries. There are no signs of malignancy. Surgical technique: total hysterectomy plus double adnexectomy by laparoscopy. At the patient's request, an abdominal and pelvic x-ray was performed, verifying the absence of essure devices after surgery. Postoperative period within normality [ultrasound scan] on (B)(6) 2018: essures in areas of the uterine horns and adnexa without findings [x-ray] on (B)(6) 2006: check-up. X-ray: yes, normal.; on (B)(6) 2019: absence of essure devices after surgery. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: events added: aerophagia, asthenia, back pain, bronchitis, dysuria, galactorrhea, gastroenteritis, groin pain, hematoma, hypercholesterolemia, kyphosis, migraine, myalgia, nasal congestion, odynophagia, pain in extremity, palpitations, periodontitis, pharyngitis, poor quality sleep, rhinitis allergic, sinusitis, skin lesion, swelling, tendonitis, tension headache, thermal burn tooth extraction. Concomitant medications added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction") and swelling ("swelling"). The patient was treated with surgery (total hysterectomy + double adnexectomy by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity and swelling outcome was unknown. The reporter considered hypersensitivity, pelvic pain and swelling to be related to essure. The reporter commented: that since the insertion of the essure devices, the patient has seen all aspects of her daily life completely affected as a result of the damage caused by essure. As a consequence, this brings inevitable and immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2018: essure devices, allergy to nickel sulphate, abdominal pain and general pruritus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.